Event description:
Customer was feeling low blood sugar symptoms - lethargic and feeling very bad. Customer attempted to use his aviva meter, but obtained an error and code expiration. Customer was unable to obtain a result, so he was tested on his wife's meter and got a low reading (value unknown). Customer's wife called paramedics and customer was treated with an IV (contents unknown). Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.